Event description:
Reporter alleged that there were signs of melting on the inform meter. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.